Event description:
Rptr had first set of implants implanted on 11/23/81 and second on 6/14/82. Problems are: weight gain and loss, fibroids on uterus, endometriosis, arm pain, cysts in breasts, coldness and pain of extremities, cold and flus, rashes, general aching, breast wrinkling and noises, lung problems, finger and hand swelling, breast tenderness, breast infection with exposure of implants, fatigue, stiffness, bones pop while walking, rashes on chest, neck and under both arms. Arthritis symptoms, swelling, pain, hardening/cold implants.